Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Blood glucose was not impacted. Reportedly, the insulin used to fill the cartridge was cold. The customer contacted the healthcare provider to obtain alternate insulin therapy.